Event description:
The customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the hospitalization was 515 mg/dl. Prior to the event, the customer felt high and was vomiting. The customer was treated with intravenous insulin and fluids. Troubleshooting was performed and it was found that the pump was programmed correctly. The insulin pump passed the priming test, but the patient was unable to perform the high pressure test. The customer's current blood glucose reading is 275 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.